Event description:
It was reported pt was admitted to hospital for "psychiatric nervous breakdown" and started having other issues with reactions and infections. Pt wanted pump out because it was not doing any good. Pt noted she was concerned if her oral medications demerol or ambien mixing with dilaudid from pump caused her red blotches and other things like dry mouth. Pt was redirected to hcp. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4)